Manufacturer narrative:
This report is submitted on september 13, 2018. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixure loss in (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.